Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to reduced amplitude r-waves leading to t-wave oversensing. It was noted that smartpass remained active during this episode. Boston scientific technical services (ts) was consulted to review the data stored in the remote home monitoring system and found that the r-wave had been variable since implant and associated with the presence of premature ventricular contractions (pvcs). It was also noted that there were other stored atrial fibrillation (af) episodes due to t-wave oversensing and another inappropriate shock from five months earlier. The field representative noted that following deep testing and real-time electrogram (egm) evaluation the physician reprogrammed the sensing vector from primary to alternate. The plan was to continue to monitor the patient and perform further follow ups. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to reduced amplitude r-waves leading to t-wave oversensing. It was noted that smartpass remained active during this episode. Boston scientific technical services (ts) was consulted to review the data stored in the remote home monitoring system and found that the r-wave had been variable since implant and associated with the presence of premature ventricular contractions (pvcs). It was also noted that there were other stored atrial fibrillation (af) episodes due to t-wave oversensing and another inappropriate shock from five months earlier. The field representative noted that following deep testing and real-time electrogram (egm) evaluation the physician reprogrammed the sensing vector from primary to alternate. The plan was to continue to monitor the patient and perform further follow ups. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to reduced amplitude r-waves leading to t-wave oversensing. It was noted that smartpass remained active during this episode. Boston scientific technical services (ts) was consulted to review the data stored in the remote home monitoring system and found that the r-wave had been variable since implant and associated with the presence of premature ventricular contractions (pvcs). It was also noted that there were other stored atrial fibrillation (af) episodes due to t-wave oversensing and another inappropriate shock from five months earlier. The field representative noted that following deep testing and real-time electrogram (egm) evaluation the physician reprogrammed the sensing vector from primary to alternate. The plan was to continue to monitor the patient via the remote home monitoring system and perform further follow ups. The s-ICD remains in service and no adverse patient effects were reported. This report is being filed to update the initial reporter information.